Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Upon review, the pacemaker exhibited signs of premature battery depletion. The device was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of early battery depletion was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.